Event description:
It was reported that t:slim x2 pump battery did not charge despite use of working wall outlets, tandem charging accessories, and alternate cables and adapters, and charging connection was not recognized, although pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer was advised to continue using current pump and a pump replacement was arranged.